Event description:
The account alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail shoulder screw is missing from the latch. The technician replaced the side rail shoulder screw to resolve the issue.